Manufacturer narrative:
An eval of the subject device will be performed upon receipt. Upon completion of the eval, a follow-up medwatch will be submitted.

Event description:
During the procedure, the device emitted metal fragments. No injury to the pt or adverse event was reported.